Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2016 (B)(6)explanted: product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the healthcare professional via the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for spinal pain reported that an x-ray taken showed that the left lead of the implantable neurostimulator (ins) system had migrated and pulled back to t9. Upon further investigation, the anchor did not have a suture and was not sutured down. A lead revision was performed and a stylet was used to advance but it did not seem to advance. A new needle placement was used and the lead was advanced to t6 but the stimulation was not in the patient¿s back. The lead was then advanced to the top of t5 and the patient reported that they did feel the stimulation in their back. Programming post-operatively yielded desired coverage for the patient. The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿. Relevant medical history included ¿low back¿ issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.